Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's latch of stirring fan retainer was found broken, stirring fan retainer was replaced and misalignment of the screw receiving part was confirmed, pcb module plate a was replaced. The device's following parts were replaced as regulated by maintenance procedure to prevent failure: trilogyo2 pm1 kit, exhaust fan assy., 43micron filter, power cord. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software was uploaded.